Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corners, battery tube threads, reservoir tube, minor scratched and cracked display window, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.